Event description:
It was reported that the atrial lead (7841/(B)(6)) suddenly exhibited impedance greater than 3,000 ohms. The patient underwent revision surgery during which the lead was pulled out and re-inserted into the header of the pacemaker; however, the high impedance remained. The physician thought the lead coil had split. The lead was replaced with this lead, 7841/(B)(6), and returned for analysis. No additional adverse patient effects were reported. Analysis of the original lead revealed extensive corrosion that most likely indicated that the lead had received a continuous current extending from the implanted pacemaker. It was recommended to also replace the pacemaker and the new atrial lead. Additional information received indicated that this atrial lead was replaced and is expected to be returned. During the procedure it was noted that the atrial impedance was greater than 3,000 ohms. The sensing was low (1.3 mv) and the threshold was high (at 1.7 v). No additional adverse patient effects were reported.

Event description:
It was reported that the atrial lead (7841/1173704) suddenly exhibited impedance greater than 3,000 ohms. The patient underwent revision surgery during which the lead was pulled out and re-inserted into the header of the pacemaker; however, the high impedance remained. The physician thought the lead coil had split. The lead was replaced and returned for analysis. No additional adverse patient effects were reported. Analysis of the original lead revealed extensive corrosion that most likely indicated that the lead had received a continuous current extending from the implanted pacemaker. It was recommended to also replace the pacemaker and the new atrial lead. Additional information received indicated that this atrial lead was replaced. During the procedure it was noted that the atrial impedance was greater than 3,000 ohms. The sensing was low (1.3 mv) and the threshold was high (at 1.7 v). No additional adverse patient effects were reported. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed that the helix was in an extended position with signs of corrosion. X-ray also demonstrated that there was reduction (rounding) of the distal end of the coupler.